Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) helium is leaking. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h8. Equipment leak both in the equipment and in the cart. It is sent to the workshop for repair. Equipment leak is solved by adjusting vacuum and pressure regulators. During the cart repair, all helium-related components (press xdcr hi press 3500 psig (d682-00-0092-01), standoff ss 4-40 male to 6-32 female hex (d361-00-0801), spacer, cart interface (d361-00-0792), o-ring, 0.351 x 0.072 (d354-00-0209), fitting,qck dsnc,fvalved,10-32 (d103-00-0711), union, high pressure (d103-00-0706), regulator, high pressure helium (d103-00-0637), tubing assy,helium (d004-00-0103-03), tubing assy,helium,multiple (d004-00-0103-02) are replaced. The equipment is checked for proper operation.

Event description:
N/a